Manufacturer narrative:
Investigation summary: the returned unit was visually inspected. The unit displayed a crack along the cannula wall. One unit was returned for evaluation. Engineering confirmed the cannula was cracked along the cannula wall. The cracks were most likely caused by the da vinci mount. The c0r31 model is not qualified for use with the da vinci robot system. Applied recommends review of the intuitive surgical, inc's (da vinci robot manufacturer) instruments and accessories to understand which applied medical trocars have been validated for use with the da vinci robot and the corresponding adapters. Intuitive surgical, inc supplies a validated mount (model # 371528) for applied medical non-threaded trocar models. This document represents our final report.

Event description:
Robotic assisted laparoscopic prostatectomy - "c0r31 cracked while in the clamp of the da vinci si robot. There was a loss of pneumoperitoneum. Trocar was removed and replaced." Medwatch reported: "patient had low to no pneumoperitoneum abdominal pressure for approximately 50 minutes. Discovered a 12 mm trocar had a crack. Trocar was replaced and pressure returned to normal. Applied medical representative notified. Trocar given to rep for return to company."